Event description:
Distributor originally reported, "tube detached from plate" with no indication of an adverse event. Upon inspection of the device on (B)(6) 2023, the device was observed to contain bodily fluids, suggesting the device had been partially implanted and removed.

Manufacturer narrative:
Distributor originally reported, "tube detached from plate" with no indication of an adverse event. Upon inspection of the device on (B)(6) 2023, the device was observed to contain bodily fluids, suggesting the device had been partially implanted and removed. Additional information was requested from the distributor. The distributor provided that the event occurred during surgery however, further information was not available. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The indicated device was evaluated and the tube was found to be cut short. Based on evaluation, the cause is suggested to be user error.